Event description:
Noise is present on the atrial, ventricular and far-field channel leading to inappropriate detection and therapy on two separate occasions totaling three shocks. The noise is re-producible in office with arm movement. Lead replacement was recommended. (B)(6) 2013 - all available information suggests this lead remains actively implanted.

Manufacturer narrative:
The leads under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular leads as well as the received home monitoring data. The manufacturing process for these leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data from the status report on (B)(6) 2013 were analyzed. The inspection of the available iegms, episode 21, revealed the presence of noise in the atrial, ventricular and far-field channels. The presence of noise in the ventricular channel led to a vf detection and a subsequent charging of a defibrillation shock, which eventually was not delivered. No delivered shocks were registered in the available data. In summary, the leads were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. The presence of noise was confirmed through the inspection of the available data. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause.